Event description:
The info received from the field states that this orbit coil streched and broke inside the pt. The info states that there was some resistance with the microcatheter that was used in the procedure. There is no additional pt or procedure info available. There is no additional pt or procedural info available at this time. Please note that multiple attempts have been to acquire additional info, but have been unsuccessful.